Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation could not draw any conclusions about the reported subsidence and loosening; however, provided info stated the pt experienced trauma (fall), and was a likely contributing factor. The initial reporting indicated the product was not suspected of failing to meet specifications or of contributing to the event. A search of the complaint database did not show any other reports against the mfg lot. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain resulting from tibial loosening and subsidence into varus alignment. It was reported that the pt had previously fallen.